Event description:
It was reported that during a surgical procedure at the user facility, the device was running in reverse when the forward button was pressed. Back-up equipment was used to complete the procedure. No delay, no adverse consequences and no medical intervention were reported.

Manufacturer narrative:
Failure analysis in progress; add'l info will be submitted once the quality investigation is completed. The reason for the serialization starting with (B)(4) is to provide clarification following a chang e in stryker's electronic complaint systems.